Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The customer experienced an elevated blood glucose level of 272 mg/dl and it was addressed with a manual injection. It was confirmed that the user will contact a health care provider for alternate insulin therapy.